Event description:
Excruciating pain and vomiting immediately post-uae. One week post-uae developed bladder infection. Menstruation never resumed. Patient became dehydrated, experienced chest pain, and rushed to ER several times in the first year post-uae. Given cipro and diflucan continuously x 3 months and various pain medication. Final outcome - hysterectomy one year post-uae and continuing pelvic pain.